Event description:
It was reported that during a low anterior resection procedure, the anvil was sutured to the proximal bowel and was attached to the trocar on the stapling half of the circular stapler. When the surgeon was closing the stapler prior to firing, he felt the anvil "let go" of the trocar end. He then thought the anastomosis may be under tension so he mobilized the bowel more. He tried to close the stapler again and the same thing happened. To complete the case he used a new stapler. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 2/13/2009. Information anticipated, but unavailable at this time.